Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump did not alert low battery prior to alarming the off no power alert. The blood glucose reading was 470 mg/dl, which the customer treated with the insulin pump after a battery replacement. The customer's mother stated that there were no other alarms associated with the event. Advised her to monitor the insulin pump. The caller was in a hurry and declined further assistance. Nothing further reported.